Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance was 1007 ohms on 25th may 2015, impedance has been rising consistently from a range of 900 ohms in april 2015 to 1539 ohms in november 2015. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Capture thresholds have been greater than 2.5 volts since july 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds had been increasing over the past 4-6 months and were now high. The pacing impedance was also high at 1300 ohms and had also been increasing over the past 3-4 months. The patient stated that they had noted that the device had alarmed a few weeks ago at 8am, 12pm and 4pm and it was noted that the device was programmed to trigger an impedance alert at 1500 ohms or higher. The alert parameters were reprogrammed pending the lead revision. The lead was attempted to be revised; however, the lead had pulled back and could not be repositioned. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.